Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient had a nephrostomy tube placed and the hub fell off after approximately 1 week. The patient needed to return to the hospital to have a new drain inserted. There was no reported patient harm as a result of this product problem.